Event description:
It was reported that during clinical use, the cs300 intra-aortic balloon pump (iabp) displayed fiber optic sensor error message. It is unknown if there was any patient harm/injury; however there was no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate an scheduled service for another unit. The customer reported this device (cs300 sn# (B)(4)) "displayed a fiber optic sensor alarm message." Upon arrival, the stm stated that device was plugged into a/c power and charging. To continue with the investigation, the unit was powered 'on' and it successfully completed all power on self-tests without any alarms or abnormal function. Further more, the stm connected known system trainer and known balloon to initiate autofill. Device successfully completed autofill and began pumping. After allowing unit to pump for approximately 30 minutes, no alarms or abnormal function occurred. During investigation of logs, they revealed (1) autofill failure fault logged at 18:28:59 on (B)(6) 2020. Logs also revealed (20) augmentation below limit set alarms between 12:23:58 and 19:45:23 on (B)(6) 2020. Subsequently, the stm completed all pm, safety, calibration, and functionality checks. The stm was unable to verify or replicate reported complaint of "fiber optic sensor alarm message" at this time. Unit was functioning in accordance to factory specifications at this time. The iabp was returned to the customer and released for clinical use.

Event description:
It was reported that during clinical use, the cs300 intra-aortic balloon pump (iabp) displayed fiber optic sensor error message. It is unknown if there was any patient harm/injury; however there was no adverse event reported.